Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that the ethicon products involved caused and/or contributed to the postoperative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon suture products used in this procedure? (B)(4).

Event description:
It was reported via journal article title: intraperitoneal tension-free repair of a small midline ventral abdominal wall hernia: randomized study with a mean follow-up of 3 years authors: hocine bensaadi, m.d.; luca paolino, m.d.; antonio valenti, m.d.; claude polliand, m.d.; christophe barrat, m.d.; gerard champault, m.d. Citation: the american surgeon. 2014: 80 the aim of this prospective randomized study was to determine the long-term recurrence and complication rates after small abdominal wall hernia repair with two different bilayer prostheses. This study is a randomized, single-institution trial, including 83 selected consecutive patients (44 females and 39 males; mean age at presentation of 42.6 years [age range: 19 to 68 years]; the average body mass index was 28.4 kg/m2 [range: 19 to 34 kg/m2]) with primary (umbilical, epigastric) or incisional anterior abdominal wall defects from 2 to 5 cm were enrolled and included in the study. During the surgical procedure, the prosthesis used was then fixed with prolene non-absorbable suture. In the fixation of the mesh in the ventralex hernia patch group, after placing the mesh in an intraperitoneal position, the straps were then cut at the limit (5 mm) of the edge; the fascia was re-approximated with vicryl absorbable sutures. During the early post-operative data in the ventralex hernia patch group, reported complications included hematoma (n-1) and wound sepsis (n-1) which required explantation of the mesh. At long-term evaluation in ventralex hernia patch group, reported complications included mesh infection (n-1) which required re-operation, acute bowel obstruction (n-1) which required re-operation, meshoma mass (n-6) which required re-operation (n-1), recurrence (n-4) which required re-operation (n-3), and feeling body foreign (n-6). It was concluded that the results of this study show that use of the bilayer dual round prosthesis with open limited access offers a simple and efficient means of repairing small abdominal wall hernias.